Event description:
During baxter¿s functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom false upstream occlusion alarms. The evaluation found that the ultrasonic readings with a fluid filled set loaded were below specification. The failed ultrasonic sensor was replaced to correct this condition.